Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values while wearing the adc freestyle libre sensor compared to a competitor's brand meter. Sensor scans of 24 mmol/l (432 m/dl,) 25 mmol/l (450 mg/dl,) and 6.3 mmol/l (113 mg/dl) were compared to blood glucose tests of 2 mmol/l (36 mg/dl,) 4 mmol/l (72 mg/dl,) and 2 mmol/l (36 mg/dl) obtained on a competitor's brand meter. On (B)(6) 2020, the customer self-treated with insulin based on the higher values and eventually was not able to treat themselves and had a seizure and lost consciousness. Emergency services were called and the customer received a"lift glucose drink" from a physician. There was no report of death or permanent injury associated with this event.